Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis together with a guidezilla and a rotawire. The portion of the rota coil, the guidezilla and burr were received on the rotawire. The guidezilla and rota coil were able to be removed from the rotawire with no difficulties; however, the burr was not able to be removed as the end of the rotawire was cut/fractured. The advancer unit and burr unit were received together. The advancer knob was returned locked in a backward position. Microscopic examination and visual examination revealed that the burr was detached from the coil. The sheath and coil of were cut/torn/broken off 12cm from the strain relief on the catheter body housing. Majority of the coil was stretched and cut. The sheath was cut/torn and damaged with majority of the sheath not returned for product analysis. The separated ends of the coil and sheath appeared to be jagged and damaged, which indicates that the separations were due to tensile overload. Microscopic examination of the burr/annulus revealed that the annulus was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-06737. It was further reported that a rotawire fracture occurred. The tip of the guidezilla was damaged when initially trying to remove the burr. The wire was fractured after an attempt to pull the burr when it was stuck on the lesion. The burr and wire were removed together as one unit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr was stuck in the lesion and burr detachment occurred. The target lesion was located in the calcified left main coronary artery extending into the ostial circumflex. After exchanging the rotawire floppy via a non bsc catheter, a 1.25mm rotalink¿ plus was inserted. A normal decelerations was experienced during the initial rotablator run and as the physician was coming off rota the burr jumped across the lesion into the circumflex artery. Then the physician was unable to perform a run or move the burr. The burr was able to be tugged back as far as the distal left main artery, and a second wire was advance into the left anterior descending artery and a 1.5x8 emerge push was inserted. The balloon was inflated next to the burr. After a couple inflations, the physician attempted to pull the burr back again. Without success, a new 2.5x12 nc emerge was inserted and inflated next to the burr. Attempting to pull back on the burr again and it was noticed that the burr sheath and drive shaft were removed but the burr was not attached. The burr shaft between the advancer and tuohy was cut, the burr sheathing was removed and a guidezilla was inserted to help facilitate the retrieval of wire/burr. Then the rotafloppy wire was then pulled back with the burr into the guide and removed as a system ,ensuring the burr was not advancing over the .014 distal portion of the wire. Patient was stable throughout the procedure. The flow remained the same as prior to the case start. The procedure was not completed due to this event and the patient will be brought back to the lab to reattempt in about a month. No further patient complications reported.